Event description:
A stent was placed in the contra limb to improve limb flow. Jacket was very hard to retract. Superior attachment type I leak, ballooned, not resolved completely. Physician chose to monitor pt.